Manufacturer narrative:
(B)(4). Shrouds. The ec60 device was returned without a cartridge reload and with the shrouds separated. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. One possible cause for the damage to the shrouds may be if the device was clamped over thicker tissue than indicated creating higher internal stresses. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, it was difficult to open the device. After the suture, it was difficult to reopen the device. The surgeon succeeded in reopening it after ten minutes. No patient injury was reported. Surgery was prolonged ten-fifteen minutes. Another device was used. There were no adverse consequences to the patient.